Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer doesn't know why he have high blood glucose. The customer stated he plan to see a doctor. The customer wears his sensor on his thigh. The customer was advised the sensor is approved for the abdomen. The customer stated the button has to press harder than he did before. The customer was offered to transfer to helpline but hung up before transfer was completed.